Manufacturer narrative:
(B)(4). D10: cat # 00662406525 lot # 65299323 bone screw self-tapping. Cat # 00662406525 lot # 66282827 bone screw self-tapping. Cat # 00662406550 lot # 66240787 bone screw self-tapping. Cat # 00700006020 lot # 65035275 60mm cup size revision shell. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five weeks post-implantation, the patient underwent a hip revision due to dislocation. A new cup, head, and cone body were placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: no findings available. Radiographs were provided. Review of the available records identified the following: dislocation. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.